Manufacturer narrative:
The heartmate 3 left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device (age of device: 11 days). Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system and the reported event could not conclusively be established through this evaluation. The patient remained ongoing on heartmate 3 left ventricular assist system until they were transplanted. The pump was returned as a return-only under (B)(4). The evaluation of the device did not reveal any device-related issues. The heartmate 3 left ventricular assist system instruction for use lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient presented to emergency department (ed) after isolated syncopal episode which occurred when patient fell and got up from the floor on the way to the bathroom. The inr was 1.7. Device interrogation observed multiple pulsatility index (pi) events. A CT scan of the head showed subarachnoid hemorrhage of left frontal lobe. The event resolved with sequela on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
Patient initials were inadvertently omitted from previous report. The correct patient initials are (B)(6).